Event description:
Co's rep is reporting that during an arthroscopic rotator cuff repair the distal portions of 2 60 degrees suture graspers became loose, however only one of the devices had it's distal portion separate from the shaft and fall into the body. The device was retrieved from the pt and the case was concluded without further issues or harm to the pt.

Event description:
Company rep. Is reporting to company that during an arthroscopyic rotator cuff repair the distal portions of 2 60 degree suture graspers became lo0se, however, only one of the devices had its distal portion separate from the shaft and fall into the body. The device was retrieved from the patient and the case was concluded.